Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.

Event description:
During the case, a 2 x 4 extra soft curve coil sheath was inserted through a tuohy borst hemostatic valve and into the hub of a px slim microcatheter. The coil was advanced forward in its sheath then stuck in the sheath before entering the microcatheter. Additional attempts were made to advance the coil without success. The coil was discarded and could not be found after the case. Therefore, the coil will not be returned to penumbra. Following the attempted introduction of the aforementioned coil into the microcatheter through its sheath, additional coils were successfully advanced through their sheaths and into the px slim microcatheter without incident.